Event description:
The reporter stated the surgeon inserted and removed an aq2003v silicone three piece lens due to the lens tearing during loading. The incision was enlarged to remove the lens but sutures were not required. The reporter stated the cause of the lens tearing was due to a loading error.

Manufacturer narrative:
Evaluation codes: results (other): visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion (other): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to a loading error. It should be noted that the injector and cartridge were not returned for evaluation.